Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor and experiencing symptoms described as ¿red, broken blistered, itching scars, chemical burns and marks on the arm¿. The customer further reported the event occurred on (B)(6) 2019 and noted as a ¿serious injury¿. No further product details were provided nor was there any indication that medical intervention was provided due to the reported issues.